Event description:
It was reported the system displayed a filament regulator error message with pt involvement. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A filament calibration was completed. Also, several connections were resecured. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.